Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.

Event description:
The explant was received for investigation at headquarters. According to the device explantation form the recipient had no benefit. The recipient was re-implanted and is doing well with the new device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explant was received for investigation at headquarters. According to the device explantation form, the recipient had no benefit. Additional information related to this event has been requested.